Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 3 units instead of the intended 8 units. Reportedly, the cartridge was filled with approximately 110 units. Blood glucose level was in the 300's (mg/dl).